Event description:
Healthcare professional reported that after injection in the cheeks with "voluma", the patient experienced a "delayed infection at the area of the skin at the level of the eye socket". Patient was treated with cephalexin and an unspecified antibiotic. Symptoms have resolved "50%."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.